Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established; d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f24: insufficient information. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as insufficient information and no findings available and will be closed as ¿withdrawn¿ and ¿cause not established¿. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc.. Lot number: 8704747 . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant history: added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6) operative report. Preoperative diagnosis: recurrent incarcerated incisional hernia. Postoperative diagnosis: recurrent incarcerated incisional hernia. Operation performed: laparoscopic repair of recurrent incarcerated incisional hernia repair with mesh measuring 20 x 30 cm. Anesthesiologist: dr. (B)(6). Anesthesia: general endotracheal anesthesia. Ebl: 50 ml. Urine output: not recorded. Implants: gore-tex mesh. Specimens removed: none. Complications: none. Indications for procedure: ms. (B)(6) is a 52-year-old female who we have seen in clinic for incisional hernia. The consultation was a result of a previous open gastric bypass with subsequent revision with resultant incisional hernia and the patient was instructed to lose weight prior to hernia repair. She complains of abdominal bulge and abdominal pain. This hernia contains bowel as well as omentum and is causing her significant pain. At times she does have trouble reducing it. Her body habitus does not allow for her to adequately feel it. The decision was made to take the patient to the operating room. Procedure in detail: ¿after an informed consent was obtained the patient was taken to the operating theater and placed in supine portion. After smooth induction of general anesthesia and successful intubation the patient was sterilely prepped and draped in standard sterile fashion. A time-out was taken to confirm the patient, procedure to be performed, the infusion of kefzol and the placement of scds as well as padding of all pressure points. Once we agreed a stab incision was made in the left upper quadrant and a 5mm trocar was introduced into the abdominal cavity under direct visualization with a 5 mm opti-vu. Once we were in the abdominal cavity the insufflator was attached and pneumoperitoneum was achieved. We placed two additional trocars, a 12 ml trocar all in the anterior axillary line along the left side of the abdomen. We then commenced to lyse adhesions for approximately an hour and 45 minutes or more as her abdomen was full of dense adhesions as a result of her prior surgery. Care was taken not to harm any bowel and hemostasis was achieved throughout. As we worked along we were able to reduce all of the hernia contents out. There was one specifically large hernia associated around the umbilicus that had a significant amount of bowel contained in it. This was all reduced back down without complication. We did encounter patient¿s prior g-tube site that was also adhesed to the abdominal wall which prevented us from reaching our needed overlap of the hernia so decision was made to dissect free the attachments and this was transected flush to the posterior abdominal wall utilizing a 60 mm linear gia endo stapler blue load without complication. Once we did this we had significant rim to secure our mesh to, to ensure that the patient had adequate coverage. We next marked our hernia borders on the anterior abdominal wall by utilizing a needle to appropriately gauge the size of our mesh that was needed. Once we did this we desufflated the abdomen to 10 mmhg and measured out appropriate overlap of 4 cm in all directions of coverage. Once we did this we estimated that we needed a 20 30 mm piece of gore-tex dual mesh. This was brought into the field and cut to our specifications by running the edges. We then placed four vicryl sutures in the cardinal directions of the mesh allowing us to appropriately oriented this in the abdominal cavity as the side that is needed to be down towards the bowel most importantly needed to be down. We then rolled the mesh and introduced this into the abdominal cavity via the 12 mm trocar without complication. After doing this we realized that we would need additional angles to secure the mesh in place. We placed two 5 mm trocars in the right lateral quadrant of the abdomen without complication under direct visualization. We then rolled out the mesh and oriented it appropriately. We then made four small nick incisions also in the cardinal directions to allow for passing a carter-thomason device through the abdominal wall. These were marked at approximately 1 ½ cm more distal than how we measured our mesh to set to ensure for adequate apposition. We then used the thompson device to pull our prior placed sutures and this allowed for loose apposition of the mesh to the posterior abdominal wall. Once this was complete we tied these knots down and allowed us to then use the protrac device to circumferentially secure this mesh to the abdominal wall. This was done ensuring that there was no rolling of the mesh and no significant overlap. We did use the mesh to cover our 12 mm trocar site so we did not have to close this. After this was complete all our instruments were removed under direct visualization without complication after we allowed for desufflation of the abdomen. At the end of the case all instrument, lap, needle counts were correct times two. Dr. Ben-david was scrubbed and present.¿ on (B)(6) 2011: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch code: 8704747. W.l. Gore & associates. On (B)(6) 2011: (B)(6) care. Implant record. Device description: gore dual mesh. Body site; abdomen. Manufacturer: gore. Quantity: 1. Lot#: 8704747. Mfg catalog#: 1dlmcp07. Physician: (B)(6). The records indicate a gore® dualmesh® plus biomaterial (1dlmcp07/8704747) was implanted during the procedure. On (B)(6) 2017: [missing records: operative report for mesh implantation was not provided.]. On (B)(6) 2017: (B)(6) hospital. Implant record. Description: mesh hernia dualmesh plus. 18 x 24 cm. (1dlmcp202). Catalog number: 1dlmcp202. Quantity: 1. Serial number: (B)(4). Manufacturer: w.l. Gore & associates, inc. Expiration date: 10/32/18 [sic]. Implant site: diaphragm. Medication/prep: no. Comments: wrapped in vicryl mesh. The records indicate a gore® dualmesh® plus biomaterial (1dlmcp202/15108867) was implanted during the procedure. There is no mention of gore device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2011 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges in approximately 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.